Event description:
Patient was revised due to pain. Update (B)(6) 2012 - litigation papers pfs received. There is no new additional information that would affect the investigation. Update: (B)(6) 2013 - medical records received. Patient was revised to address dehiscence of the pseudocapsule, yellow turbid fluid, minor tissue staining and corrosion on the taper. The summit stem and asr sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.